Event description:
It was reported that the patient experienced an underdose with increased spasticity in legs as of monday. The patient went to the ER on friday with symptoms including fatigue, change in mental status, and feeling very ill. The patient was treated for asceptic meningitis and was given an "lp" dose. Physician noted, there was probable catheter malfunction with withdrawal. At the time of this report, no further details were reported. Additional information was requested, and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).